Manufacturer narrative:
The technical found the caster supports were broken and the steering caster was damaged. He replaced the broken caster supports and the damaged steer caster to repair the bed.

Event description:
Info received indicates the brake is not holding on the bed.